Event description:
Consumer reported complaint for damaged product. Customer stated the replacement for internal report reference number (B)(4) had been damaged. Per the customer there was a crack on the top of the lid of the test strip but it was completely sealed. Customer stated there was no physical damage to the meter. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-063: damaged during transit. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.